Manufacturer narrative:
Calibration failure inconclusive. Investigation found a buckled section of heat-shrink from the philips omni-wire lodged in the rx tip. Comparative philips omni-wire samples showed the wire associated with the complaint had abnormally large raised edges. Guidewire defect caused the entrapment; gentuity will monitor for recurrence.

Event description:
1) first prime case being done in the circ with dr. (B)(6), and calibration failed, it just continued, and never timed out with the calibration failure message, so we had to manually stop after waiting about 3 times longer than usual. The vessel was not very tortuous, or heavily calcified, and also had a negative ffr at 0.95. 2) as he slowly pulled the catheter out of the body while looking for a kink or fiber break, the catheter got stuck on the wire (philips omni-wire, their pressure wire). He was not able to free the catheter, so was forced to pull the catheter and wire together. There was no pt complication. He then asked for a new interventional wire (runthrough) and a new prime catheter and was able to get a successful pullback. Logs and successful oct have been uploaded to box, and catheter is being returned (still on philips omni-wire).